Event description:
It was reported that when the iplus unit was in standby mode and the foot pedal was pressed, it flagged an error "footswitch pressed in standby'. Subsequently, the water and air parameters changed. The air dropped to 1% and from "auto" to "off".

Manufacturer narrative:
Upon eval, it was determined that the malfunction is due to a discrepancy present in the user interface software, version 1.7, used in waterlase iplus dental laser systems only if the user experiences an error and an error message is displayed. The air setting will change to 1% to "off". Even if the error is cleared, the air setting erroneously remains at 1% and "off". This can occur in any mode: standby, ready and firing. If the laser is fired with the air at 1% and "off", the water will not spray and water flow is noticeable, the risk associated with this malfunction was deemed low. Nonetheless, biolase has initiated a field corrective action to correct the issue.